Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the radiolucent aiming arm/frn greater trochanter (p/n: 03.033.003, lot #: l849638) was received at us cq. Visual inspection of the complaint device showed no defects or damage. Functional test: a functional assessment was performed on the complaint device and another received device (03.010.075). The received device had issues sliding fully into the complaint device, as it would get stuck half an inch from the end, and then be difficult to remove. The unable to disassemble complaint was able to be replicated on the complaint device. The other mating components needed for a functional assessment of misalignment were not returned, therefore the functional assessment was not performed. Document/specification review: relevant drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the mating device (protection sleeve 03.010.075) cannot easily disassemble from the complaint device. The allegation of misalignment cannot be confirmed since the mating devices necessary were not returned. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.033.003. Lot: l849638. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon decided to use recon screws to lock the proximal end of the femoral recon nail (frn), both of the 11.5mm/8.5mm protection sleeves became stuck inside the radiolucent aiming arm. They had to move the nail several times in order to line up the 3.2 guide wires appropriately, this difficulty caused considerable delay because there was a struggle to remove each protection sleeve, there was considerable torque placed on the patient specifically at the fracture site. There was a surgical delay of thirty to forty-five (30-45) minutes. The procedure was successfully completed. Patient outcome femoral recon nail implanted. Concomitant devices reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# unknown) unknown nails (part# unknown, lot# unknown, quantity# 1) 11.5mm/8.5mm protection sleeve for recon locking (part# 03.010.075, lot# pe03465, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon decided to use recon screws to lock the proximal end of the femoral recon nail (frn), both of the 11.5mm/8.5mm protection sleeves became stuck inside the radiolucent aiming arm. They had to move the nail several times in order to line up the 3.2 guide wires appropriately, this difficulty caused considerable delay because there was a struggle to remove each protection sleeve, there was considerable torque placed on the patient specifically at the fracture site. There was a surgical delay of thirty to forty-five (30-45) minutes. The procedure was successfully completed. Patient outcome femoral recon nail implanted. Concomitant devices reported: unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).